Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient had gastrointestinal (gi) bleeding and melena on 14apr. The patient was placed on centrimag right ventricular assist device (rvad) support after implant. Emergency upper endoscopy and colonoscopy were performed to clip bleeding source. During the procedure the patient became drowsy non-responsive and saturation went down, requiring switch from rvad to extracorporeal membrane oxygenation (ECMO). Patient is now in intensive care and hemodynamics look stable. Related manufacturer report number #2916596-2021-02230.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events, as well as a direct correlation to centrimag blood pump, lot number l06822-la2, could not conclusively be determined through this evaluation. Per additional information from the clinical specialist, the patient was placed on centrimag rvad following lvad implantation. The patient was in intensive care unit and was stable. No alarms or functional issues with the centrimag rvas were reported in association to this event. The centrimag blood pump, lot number l06822-la2, is not available for investigation. The device history record was reviewed and showed no deviations from manufacturing or quality assurance specifications. The ous centrimag blood pump instructions for use (IFU) lists bleeding as a possible side effect of using the device. In addition, the document outlines the recommended anticoagulation guidelines for patients supported on the centrimag system. This IFU contains the following warnings and cautions: warning 5: integrity of the components in the perfusion system must be carefully and constantly monitored before and during use. Warning #15: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. Warning #17: frequent patient and device monitoring is recommended. Caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. Caution #14: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.